Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Anxiety¿product/procedure: unable to observe since it is not related to the device. Rupture: not observed. Additional observations: creases are observed. Deformation is observed. Red particles were observed on the shell. Wear abrasion is observed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture.

Event description:
Patient's daughter reported a right side capsular contracture, baker grade unknown, rupture, and implant exchange l from textured to smooth due to the concerns of the product. Healthcare professional later reported baker grade IV. Device remains implanted.